Event description:
Information was received indicating that a smiths medical peripheral intravenous catheters (pivc)/jelco safety viavalve catheter was inserted into the patient's right ac vein. Following this the catheter then detached from the rest of the IV and was inside the patient's vein and not visible. It was also reported that it was attempted to visualize the catheter unsuccessfully and the patient's vein appeared to burst as it became noticeably more swollen. Patient reported no discomfort at this time. No further effects were reported.